Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Is this a complaint for a skin stapler (pmw35, pxr35, prw35, etc.)? Is this a complaint for a proximate hemorrhoidal circular stapler (pph03)? Can you please verify the product code of the device? Please provide the 6-digit lot and/or batch number if available. Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, stapler won¿t fire and dispense staplers to the target skin/area.

Manufacturer narrative:
(B)(4) additional information was requested with the following received: what type of procedure was the device used in? Is this a complaint for a skin stapler (pmw35, pxr35, prw35, etc.)? Is this a complaint for a proximate hemorrhoidal circular stapler (pph03)? Can you please verify the product code of the device? Please provide the 6-digit lot and/or batch number if available. Were there any patient consequences? If yes, please describe. Response: no response received after multiple follow ups.